Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2007 and a sling and an avaulta posterior biosynthetic support system were implanted. The pt experienced pain, erosion of internal bodily tissue and other injuries, and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced vaginal discharge and dyspareunia. (B)(4).

Event description:
It has been reported that following insertion the patient experienced vaginal discharge and dyspareunia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a mesh removal on (B)(6) 2011 due to infection, urinary/bowel problems, abrasions and bleeding.